Event description:
Baxter canada reports home patient's homechoice set "became disconnected" during drain 5 of 5, resulting in a leak. No patient injury or medical intervention required per baxter affiliate.